Event description:
A physician attempted to intubate a pt with a size 5.0mm uncuffed tube and they were "getting too big of a leak." The physician switched to using a size 5.5mm uncuffed tube. The physician inserted the 5.5mm tube without the 15.mm connector attached. When attempting to attach the connector after the pt was intubated, the connector appeared to be "sheared off". The pt was extubated and reintubated with another 5.5mm tube.